Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and separation were confirmed. The difficulty removing could not be tested due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents for difficult to remove, detachment of device component, or stent damage. Based on the reviewed information, no product deficiency was identified.

Event description:
Return device analysis noted that the device was separated at the hypotube. There was no difficulty noted during withdrawal and no additional intervention was required. The physician may have been aware of the separation, but it is unknown if it occurred during use or during packaging for return. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 5.0 x 12 x 135 herculink elite stent delivery system was advanced into the patient anatomy; however, the stent was noted to be too long and was removed. During removal, a flared stent strut caught on the distal end of the guide catheter. The physician then removed all devices as a single unit. A second stent was then implanted at the target lesion. There was no clinically significant delay and no adverse patient effect. No additional information was provided.